Event description:
The customer reported an issue where the t:slim x2 pump battery was not charging. The problem occurred despite using the proper tandem charging cable and wall adapter. A power source alert was noted in the pump history, indicating alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to plug the wall adapter into a known working outlet for at least 30 consecutive minutes. Before concluding the call, the pump started working again, and technical support closed the case. This was the second occurrence of the issue reported by the customer.